Event description:
Country of complaint: (B)(6). Package labelled as monosyn 2/0 but contained monosyn violet 4.0. Samples received: 1 box with 11 unopened pouches. Box labeled as g0022024 (monosyn 4/0 70cm hr26) but inside the pouches are g0022016 (monosyn 2/0 70cm hr22). Both are labeled with the same batch (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at original equipment manufacturer.